Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER after receiving multiple inappropriate shocks. Upon interrogation the physician found the shocks to occur due to noise with arm movement and was found to be artifacts and not vf. Patient was in stable condition and monitored throughout. Physician scheduled to replace the leads and implant new leads and was sent home. Patient left the hospital and went to a private sector. No further information available.